Manufacturer narrative:
Based on the investigation, which includes a review of qc kit release data, no product problem was found. It is possible the incorrect results for the pooled samples were due to a contamination event that occurred either on the system, or when preparing the samples themselves. The customer was reminded to ensure good lab practices, and proper handling of samples during the testing of the sars-cov2 assay. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in (B)(6) alleged the generation of incorrect results for pooled samples (each pool comprised of 4 patient samples) when tested with the cobas 6800 sars-cov-2 test. The four pooled samples each generated positive results for target 2 (sarbecovirus) when tested with cobas 6800 sars-cov-2 test; the CT values generated for the positive target 2 results were late. When tested as individual samples each sample generated negative results for both target 1 (sars-cov-2) and target 2 with the cobas 6800 sars-cov-2 test. The samples were also tested with the genexpert test, and generated negative results. The customer reported out the negative results. No harm or injury was indicated. Around the same time of this testing, the customer also reported generating invalid negative control results due to the detection of target 1 and/or target 2 in the negative control replicates in specific test runs. As a consequence, instrument periodic maintenance and decontamination procedures were employed at the customer site. The customer lab processes samples coming from the airport. Crew members and inbound travelers are kept in designated areas while samples are collected and tested in this lab the same day. These travelers are released to proceed with immigration procedure once they receive negative results. Symptoms or exposure are unknown. The samples are reported to be deep throat saliva, which may be placed in pbs. Sputolysin is used if there are visible clots. The cobas sars-cov-2 for use on the cobas 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal and oropharyngeal swab samples from patients with signs and symptoms suggestive of covid-19 (e.g., fever and/or symptoms of acute respiratory illness). Results are for the detection of sars-cov-2 rna that are detectable in nasal, nasopharyngeal and oropharyngeal swab samples during infection. Based on the investigation, which includes a review of qc kit release data, no product problem was found. It is possible the incorrect results for the pooled samples were due to a contamination event that occurred either on the system, or when preparing the samples themselves. The customer was reminded to ensure good lab practices, and proper handling of samples during the testing of the sars-cov2 assay.